Event description:
It was reported during a follow-up in clinic, the device was unable to be interrogated after a magnetic resonance imaging (MRI) scan. The device was not programmed in MRI mode but the therapy was disabled prior to the scan. Technical support was contacted and assisted in resetting the device. The patient was stable and will continue to be monitored.